Manufacturer narrative:
H3: the camera (camera refurb 9735821r vega base s8 svc, serial/lot: p903776) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: code c13 applies to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(4)). Code 08 applies to the camera (camera refurb 9735821r vega base s8 svc, serial/lot: p903776). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information navigation system used outside of a procedure. It was reported that the system was displaying a "localizer faulted" error message with optical localization. Troubleshooting steps were performed. The manufacturer representative accessed the network device interface (ndi) toolbox, which showed that both the bump and internal temperature were highlighted. The probable cause of the issue was suspected to be due to erroneous bump detection. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.